Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier clips were breaking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirmed the customer reported complaint that the clips were breaking. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The clips were clipped with no issues. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additionally, the instrument was found to have dried residue on the clamping pulleys. Common causes of the residue on the instrument clamping pulleys are typically attributed to the user for example by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system (B)(4). The medium clip applier had 92 uses remaining after the last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.